Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/ compromised force sensor and displacement test. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to confirm motor position encoder error alarm due to erased history file. The motion sensor test failure was unable to be verified due to motor error alarm. No unexpected pump reset noted. Analysis was unable to perform the unexpected restart error test due to motor error alarm. There was no damage found on interface board.

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure alarm, and motor position encoder error alarm. The blood glucose at the time of the incident was 180 mg/dl. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. Troubleshooting reviewed the history and noted a motion sensor test failure, motor position encoder error and motor error. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.